Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer's mother that their insulin pump keypad was unresponsive to user input. Customer stated the act button does not work and seems to stick when pushed. Customer stated they do not recall any significant events that led to the event or if the device had been dropped. Advised customer to discontinue use of device and revert to back up plan customer's blood glucose level was not provided at time of reporting. Nothing further reported.